Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir o ring was fell off and reservoir barrel or o ring was leaked. The customer¿s blood glucose level was 19.6 mmol/l at the time of incident. Customer stated that the reservoir was exposed to fluid. The insulin pump will be returned for analysis.